Manufacturer narrative:
Magnet valve the failure of the magnet valve was found to be related to the use of an inadequate spider pattern inside the magnet valve. The supplier has returned to the use of the original standard pattern. Co has determined that no field upgrade will be necessary.

Event description:
The hospital has had repeated problems with inaccurate agent concentration and fluctuating working pressure due to failure of the magnet valve.